Event description:
Ous MDR - after an implantation time of about 19 months, inappropriate shock deliveries due to oversensing were reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, fraying of the outer insulation 18 cm distal of the connector pin and fraying of the coating of the rope conductor to the vcs shock coil at just this site was seen. This damage manifestation is most likely the cause for the clinical complaint. The fraying of the insulation requires an excessive mechanical load of the lead. The position and characteristics of the fraying lead to the assumption of a simultaneous occurrence of strong pressure on the lead against the ICD housing and excessive friction of the lead at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The analysis did not find any mfg error or material defect at the lead.